Manufacturer narrative:
The suspect device was returned for evaluation. The packaging was bubble tested and the sterility was found to be compromised. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database found one similar complaint for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that there was a defect in the packaging seal resulting in incomplete sterilization of the contents. This was identified during an initial inspection of received product. The device was not sent to a user facility.